Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported she could not perform a test on a student who she suspected was going into hypoglycemia; she had an old chip in her meter and did not know about the new definitive chip, so she never changed it. Paramedics were called for student and transported to the ER; treatment received is unknown. No product will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.